Event description:
Nurse found pt unresponsive and large amount of blood on pt and bed. Tesio catheter (placed right chest wall) found broken in two. Code called - unsuccessful. Dialysis done the previous day from 1537 to 1729.